Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received 5 24gx0.75in insyte autoguard devices from lot number 3096293. A gross visual inspection shows that the units are sealed and there is no physical defect on the samples. Functional testing was performed where tip adhesion was performed, and the safety button was activated. Upon activation, the needle retracted safely in the safety shield without any resistance. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. Without the actual sample, further testing could not be performed. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported that bd insyte autoguard needles not retracting. The following information was provided by the initial reporter: called to report that the needles are not retracting.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.